Manufacturer narrative:
One ensitex surfacelink (surflink) module was received for evaluation. Based on the investigation and information provided to abbott, the reported event was able to be confirmed, and the root cause was attributed to an open v4 ECG signal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances associated with the reported event were identified.

Event description:
During a supraventricular tachycardia procedure, noise issues resulted in a procedural delay. Purple signals were observed on the surfacelink. The lead set and the amplifier were both replaced but the issue was not resolved. The surfacelink was replaced and the issue was resolved. The procedure was completed with no adverse consequences for the patient.